Manufacturer narrative:
Initial reporter updates, & report source update: this report updates the initial reporter information to the physician who initially reported the issue and includes the report source of how the issue became known by osteocentric technologies, inc.

Manufacturer narrative:
The results of the investigation is inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown.based on the information received, the root cause could not be determined.

Event description:
A fastener backed out following surgery for a sacral insufficiency fracture. Attempts have been made and additional information on the reported event is unavailable at this time.